Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the lead pulled back and dissected the patients coronary sinus. The patients blood pressure decreased and deceased prior to intervention surgery. There is no known allegation from a health care professional that suggests the death was device related.